Manufacturer narrative:
The insulin pump passed functional testing. No cosmetic damage noted.

Event description:
It is reported that a customer experienced high blood glucose of over 400 mg/dl. The customer was informed that there could be many reasons for high blood glucose. The customer declined trouble shooting the insulin pump. The customer stated that the 7 series pump was not working with his insulin intake and requested to exchange the pump for a 5 series. The customer's pump was replaced for a 5 series pump. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.